Manufacturer narrative:
The astral device was not returned to resmed. Therefore, the reported malfunction cannot be confirmed at this time. If further information becomes available, a supplementary report will be submitted.n resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to power to sensor circuit board and an error message (sf75) related to pneumatic block calibration. There was no injury reported as a result of the incident.

Manufacturer narrative:
The device was returned to a third party service center. Evaluation confirmed the reported complaint. The pneumatic block was replaced to address the reported complaint. The astral device was not returned to resmed. Based on all available evidence, an investigation determined that the reported complaint was due to a defective pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to power to sensor circuit board and an error message (sf75) related to pneumatic block calibration. There was no injury reported as a result of the incident.